Event description:
The pt had been experiencing symptoms of nausea, thirst and vomiting "for days" while obtaining meter readings" around the 70's" on his meter using one test strips lt #16057b. Based upon these readings, his insulin was withheld. He was hospitalized on 11/2 for severe hyperglycemia with an admitting blood glucose level(method unk) of "about 1400" mg/dl. He remained hospitalized until 11/5, was released and admitted again on 11/6 with a laboratory blood glucose reading of 771 mg/dl. A concurrent reading on his meter was 73 mg/dl. Treatment provided is unk. The pt was released on 11/8. Meter cleaning/maintenance and calibration status is unk by reporter.